Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing. The technical support specialist (tss) dialed into the station, restarted the services, ran the structured query language, verified the extract transform load and drive space and no errors were identified. The tss identified that the medication was not showing due to non-profile and requested to change to profile mode. The account executive provided the necessary information to proceed with setting up the station as a profile station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication for the patient was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication for the patient was not crossing over. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.